Event description:
Pt called lfs and alleged that the meter was reading inaccurately high. The pt had tested their blood sugar and obtained a result of 382 mg/dl. The comparison of one meter to another meter is an invalid comparison. The pt also reported that two control tests were performed, both failed. The test strips were in good condition, codes matched, and the techniques for cleaning puncture site and applying blood were correct. No harm or injury was alleged. Based on the info provided, there is evidence of a meter malfunction, nor is there evidence of a serious injury. The meter is being replaced for the pt.